Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-jul-19. The patient weight was reported (different than what was previously reported). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2017-jun-02 regarding a patient receiving lioresal (2000mcg/ml at 1153mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that about 3.5 weeks ago, the patient started experiencing intermittent episodes of spasticity. A spinal CT scan (computerized tomography) was performed to check the catheter patency, and the results showed that the catheter was patent. No other issues were found. Information regarding the priming bolus requested, and it was noted that the catheter volume was 0.199ml. The bolus would reportedly last for 12min. The caller was to follow-up with the patient's managing healthcare provider. No further complications were reported or anticipated. Additional information was received. It was reported that the patient has had increase in tone and spasticity on and off starting about a month and a half ago. They were able to aspirate from the catheter access port (cap) at the time of those procedures and a spiral CT was performed. They stated that the patient started hearing the pump alarm at home at 6:30 am on (B)(6) 2017. The patient does have symptoms of tone at this point. Upon interrogation of the pump in the ER with the logs they saw a stall starting at 6:26 am that day. The healthcare provider (hcp) interrogated again with logs and the stall still showed. It was reviewed that the pump is in hard stall state. There were no further complications reported/anticipated. Additional information was received from a manufacturer representative on (B)(4) 2017. It was noted that the pump stalled for 10 hours on " (B)(6) 2017 @ 0622" and recovered at 16:47. No other anomalies were noted in pump logs. The pump was to be replaced on (B)(6) 2017. Catheter patency was confirmed and it was noted that everything was file. The new pump was filled with 39.5ml of 2000mcg/ml gablofen with an extra 3ml rinse. The hcp dropped the daily dose down from 1153mcg/day to 576mcg/day, so it was programmed to 574.5mcg/day per the clinician programmer. A 0.339ml prime (0.199ml for the catheter plus 0.14ml for the tubing) was performed with a full system prime.

Manufacturer narrative:
Analysis of the pump on 2017-aug-17 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient was noted as having experienced a sudden loss of therapy. No rotor study was performed. Regarding a catheter dye study that was performed, it was noted that the catheter was functioning. As per the pump¿s logs, a motor stall occurred on (B)(6)2017 at 06:22 followed by motor stall recovery on (B)(6)2017 at 16:47. The pump was replaced on (B)(6)2017 regarding premature motor stall. The patient was without injury and recovered without sequela. The pump was reported as having administered gablofen. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered via a flex dose rate of 1, 153.0 mcg/day as of (B)(6)2017. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-jul-17. The patient weight was reported. There were no further complications reported/anticipated.